Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this pacemaker displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.

Manufacturer narrative:
Additional information received from the health care professional (hcp) at the patient's clinic indicated that the patient was seen following the reported issue. Device function was noted to be normal and no alerts were noted. The patient also recently presented for an office visit and was in good spirits. Again, there were no alerts noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.